Manufacturer narrative:
H6: medical device problem code 1494 - incorrect anatomy h6: medical device problem code 2017 - failure to follow steps / instructions the device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the electronic prostyle instructions for use (eifu) states: do not use the perclose prostyle suture mediated closure repair (smcr) system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). It should be noted that the electronic perclose prostyle instructions for use (eifu) states: perform a femoral angiogram to verify the location of the puncture site. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Event description:
This was reported as an arteriotomy closure of the superficial femoral artery with a prostyle device via an 8f sheath hole after a subclavian flap aortoplasty procedure. Femoral imaging was not performed. Reportedly, a cuff miss [suture retrieval issue] occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.